Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it¿s likely the probe broke off due to the following mechanism: 1) during the output activation, the probe was contacting hard tissue, metal objects or surgical instruments. 2) due to ultrasonic vibration, scratches were generated. 3) a force to activate the output, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. And the error occurred. 4) a load was applied to the probe, causing it to break off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the sonicbeat instrument exhibited the probe broke off from the distal end. There was no patient involvement.